Manufacturer narrative:
The reported event of failure to advance stylet was confirmed. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. The reported event of high pacing impedance was not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage and complete x-ray examination and electrical testing of the lead did not find any conductor fracture. The cause of the reported event of failure to advance stylet was due to the over torqued inner coil in the connector region.

Event description:
It was reported that the patient presented to the hospital for a lead implant procedure on (B)(6) 2021. During procedure, it was noted that the right ventricular (rv) lead, which was being implanted, had high pacing lead impedance. Along with the impedance issue, the guide wire could not be inserted completely into the rv lead for implant. The physician explanted and replaced this rv lead with a new one in the same procedure. There were no adverse consequences to the patient.